Event description:
The customer reported to olympus, the high definition lcd monitor had bad image. The event occurred during inspection before use of an unspecified procedure. The procedure was completed using another device. The inspection and testing of the returned device found the image disappeared. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found there was no image. It was also found that the screen had scratches. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event likely occurred due to a failure of the circuit board. Olympus will continue to monitor field performance for this device.